Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue still persists; however, the patient's showing improvement. Reportedly, the patient will continue physical therapy as well as periodic physician monitoring.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient developed leg weakness on the right side which subsequently progressed bilateral the same day of permanent implant. As a result, the entire scs system was explanted the following day. Reportedly, there was no evidence of a hematoma. The patient is currently in a rehabilitation facility.